Manufacturer narrative:
The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 15-may-2025. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event and the bubbles remains unknown. Other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states: ¿careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. ¿prior to inserting the catheter into the body, flush the catheter with heparinized normal saline. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the irrigation luer when the catheter is in the body. A rate of 2 ml/min is recommended. If the catheter is removed from the body, flush the catheter before reinserting it. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an octaray mapping catheter and suffered hypotension, electrocardiogram st segment elevation and cardiac arrest which required CPR. The report indicated that there was adverse event and noted that after going transseptal, they mapped the left atrium with an octaray mapping catheter. The anesthesia team notified the physician that the patient's blood pressure dropped. The physician utilized the soundstar catheter to view the pericardial space and no effusion was seen on intracardiac echo. The "enso" esophageal cooling device was turned off and anesthesia began normal breathing respiration for the patient. The patient was then cardioverted. St segment elevation was noticed on the ECG signals and CPR was then begun on the patient. The code team was called into the lab. The CPR team provided medical interventions provided and the patient's blood pressure began to rise. A cardiac catheterization procedure was performed on the patient and no new occlusions were seen on the cardiac cath. The patient was in stable condition at this point and was then transferred to the intensive care unit (ICU). Prior to mapping the left atrium, the ngen pump notified them of bubbles within the octaray mapping catheter during preparation of the catheter, and the catheter had not yet entered the patient when the bubble alert notified them. The octaray mapping catheter was flushed adequately and they confirmed that no bubbles were present within the octaray mapping catheter when it was inserted into the patient. Ngen pump was functioning properly and declined any follow up services with the ngen pump. The qdot catheter never entered the patient and the case was aborted before any ablations were performed. The following bwi devices were used: octaray mapping catheter, deca nav catheter, qdot catheter (the catheter never entered the patient), vizigo sheath, smartablate tubing, soundstar catheter, ngen pump, and carto. Ngen system (generator) was set up but not used during the procedure. Additional information was received. The physician¿s opinion on the cause of this adverse event was the patient¿s condition which was negatively affected by anesthesia. Intervention provided was pressers were given and chest compressions were also performed after cardioversion during 20 second pause and faint pulse. The outcome of the adverse event was fully recovered (no residual effects). Other relevant history/preexisting condition was severe rca disease. During the procedure no catheter exchange occurred, and one transseptal puncture performed. The issue of ¿ngen pump notified them of bubbles within the octaray mapping catheter during preparation of the catheter¿ was assessed as non MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event was low. The adverse event was assessed as MDR reportable.